Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and to provide an additional correction to the initial report (g2). A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, olympus could not specify occurrence cause of the event from the following investigation result. The root cause could not be determined. The event can be detected and/or prevented by following the these sections of the instructions for use: gif/cf/pcf-190 series operation manual includes the detection way in chapter 3 preparation and inspection. Gif/cf/pcf-190 series reprocessing manual includes the preventive measures in chapter 5 reprocessing the endoscope. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device referenced in this report was not returned to olympus for evaluation. The root cause cannot be determined at this time. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
A company representative reported on behalf of a user facility that the evis exera iii gastrointestinal videoscope had some tissue in one of the scope channels prior to removing a specimen during an upper endoscopy. The scope had been inspected prior to the procedure, and there was no tissue found in the scope at that time; thus, no cross contamination occurred. A new scope was provided instantly and there was no delay. There was no patient injury.